Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced sepsis and gastrointestinal bleeding. The patient was transfused one unit of packed red blood cells and treated with antibiotics for suspected septic shock. Additionally, the patient had black stool for which systemic anticoagulants were put on hold.

Manufacturer narrative:
A4, a5, and a6 are unknown. No product was returned for investigation. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details and no product was returned for analysis. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.